Event description:
(B)(6) wife called in stating they purchased the kit about a year ago, but the lancing device will not stay locked in place. The pharmacy doesn't sell the ld itself, and medicare told her to call the company for a replacement. She no longer has the device to be returned.